Event description:
It was discovered that information was omitted from the initial MDR that was submitted on 01/30/2017. This follow-up is being submitted to capture the missing information.

Event description:
It was reported that the end user sought medical attention on (B)(6) 2017 at 10:30am after receiving a blood glucose result of 122 mg/dl accompanied with feeling dizzy and passing out. The end users wife questioned the accuracy of the prodigy diabetes glucose meter. The paramedics were called and performed a blood glucose test with their meter and received a result of 27mg/dl. The paramedics administered an IV of glucose fluids to stabilize his blood glucose level. The end user was transported to the ER and upon arrival his blood glucose was 92 mg/dl. Additional IV glucose fluids were given while in the ER. No additional treatments were administered. Upon discharge the end user's blood glucose was 220 mg/dl and he was instructed to follow-up with his pcp. No additional information was provided in relations to this medical event.